Event description:
It was reported that the patient¿s system diagnostics showed high impedance. She reports that the patient is not having any issues, but did say that the mother noted that she's seen some increased seizures. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5: describe event or problem; and all sections; corrected information - initial MDR was inadvertently submitted prior to information received that would have made the event not reportable as it was due to user error.

Event description:
Information was received that the patient's surgeon used an accessory pack when an impedance issue arose to determine that the issue was due to a lead connection to the battery and was able to correct the impedance issue. It was therefore confirmed that incomplete pin insertion fixed the issue.